Manufacturer narrative:
The maxxair ets instruction for use (IFU 310115-ah rev 3) states that maxxair ets mattress is indicated for prevention and treatment of pressure ulcers. However, mattress represent one aspect of a pressure ulcer management strategy. The prevention and treatment of pressure ulcers/injuries: clinical practice guideline indicates ¿five areas of care (nutrition, repositioning and early mobilization, heel pressure injuries, support surfaces and device related pressure injuries) that are important in both prevention and treatment of pressure injuries.¿ the final conclusions will be provided upon investigation completion.

Event description:
Arjo became aware of the event involving the maxxair ets system consisting of maxxair ets mattress and maxxair ets air supply installed on citadel plus bed frame. The customer reported that the middle section of the mattress didn¿t seem to stay inflated. The patient bottomed out and was feeling the bed frame. It resulted in the unstageable pressure injury (serious injury) development. The arjo service technician visited the facility and tested the system. Mattress fully inflated. No other faults apart from missing head board were found.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Although the customer reported that the mattress was dipping, the system inspection revealed no faults. Thus, we assumed that the mattress pressure could not be adjusted to the patient¿s needs. The maxxair ets instruction for use (IFU 310115-ah rev 3) indicates how to adjust the mattress pressure by pressing the soft/firm key to achieve maximum patient comfort and how to check by hand control check whether the chosen settings meet the patient¿s needs. When the arjo service technician visited the facility, the patient was removed from the involved device. Hence, it has been impossible to check whether the alleged bottoming of the patient was caused by the improper mattress pressure settings. The other possible root cause of the patient's outcome was the patient¿s condition. However, despite attempts, the customer has not released further information concerning patient¿s condition prior to the event and the patient¿s treatment. The IFU states that maxxair ets mattress is indicated for the prevention and treatment of pressure ulcers. However, it is worth noticing that the mattress represents one aspect of a pressure ulcer management strategy. The prevention and treatment of pressure ulcers/injuries: clinical practice guideline indicates ¿five areas of care (nutrition, repositioning and early mobilization, heel pressure injuries, support surfaces and device-related pressure injuries) that are important in both prevention and treatment of pressure injuries.¿ according to the IFU "skin care ¿ monitor skin conditions regularly and consider adjunct or alternative therapies for high acuity patients. Give extra attention to the skin over any raised side bolster and to any other possible pressure points and locations where moisture or incontinence may occur or collect. Early intervention may be essential to preventing skin breakdown." To sum up, the involved device did not malfunction thus we concluded that the mattress itself did not cause the patient¿s pressure injury development. We believe that the most probable root causes of the patient¿s outcome were the patient¿s condition, incorrect mattress pressure adjustment causing that the patient¿s needs were not met or a combination of both. The complaint was assessed as reportable due to the customer statement indicating development of serious pressure injury.